Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements resulting in a lead safety switch. This has been a gradual rise. (B)(6) technical services (ts) discussed this could be due to calcification. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).